Manufacturer narrative:
The navien guide catheter has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received information from review of procedural images that a patient experienced vasospasm during a flow diversion procedure. The patient was undergoing a flow diversion procedure to treat unruptured, saccular aneurysms in the left internal carotid artery (ica). Two aneurysms were noted in the ophthalmic segment (measuring 4mm and 2mm) and a third aneurysm was in the cavernous segment (measuring 5mm). Parent artery diameter was 3.0mm distal and 4.0mm proximal to the aneurysm. Review of the patient's procedural images found that there was vasospasm of the proximal cervical ica from the proximal catheter placement. The site reports that intra-arterial verapamil was administered and the vasospasm was noted to be continuing. There were no reports of device issue during the procedure. The flow diverter was deployed; the aneurysms were covered with good flow in the diverter despite proximal vasospasm. The aneurysms show little change in flow post embolization. The patient was discharged one day post-procedure at baseline (mrs and nihss of 2).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.